Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported shattered during inspection for use. Involving an olympus rigid endoscope telescope. There was no patient injury reported.